Event description:
The physician claims that, the graft was implanted in the pt's leg for a femoral-popliteal bypass procedure. During the distal anastomosis with goretex sutures, the sutures pulled out, tearing the graft's end multiple times. The physician then sutured several pledgets to reinforce the end of the graft. The procedure was completed. The graft was left in. The pt's condition is reported as fine. Note: the exact brand name of the device has not been reported to us at this time. Based upon its anatomical placement, the manufacturer believes the device appears, at this time, to e in the ptfe vascular grafts soft >=6mm family.

Manufacturer narrative:
Being investigated. Note: item marked "ni" are not attainable at this time. Should such information become available. It will be included in a follow-up report. Section "f" completed by manufacturer.